Event description:
The sagittal saw was returned to stryker instruments for service. During functional testing by a service technician, it was found that the boot of the sagittal saw attachment was missing. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The sagittal saw was returned to stryker instruments for service. During functional testing by a service technician, it was found that the boot of the sagittal saw attachment was missing. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was confirmed. The service technician visually confirmed the boot was missing. Overly aggressive cleaning is a known cause to the reported event. The device was scrapped by the manufacturer.